Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: after a few firings, the tip of the shaft was broken. Another device was used to complete the case.